Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Conclusion: all above observations (isolated event, regular interval for noise events superimposed with physiological rhythm) indicate the vf episode recorded on (B)(6) 2013 resulted from external perturbations. Reportedly, at the time event occurred, the patient was fishing.

Event description:
During a regular ICD check on (B)(6) 2013, one inappropriate shock in vf zone resulting rom noise sensing and 14 normal svt episodes were stored in memory. At the date of the inappropriate shock ((B)(6) 2013) the patient was fishing, but no more details could be obtained.